Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the screw tip fractured during use and resulted in a retained foreign body in the patient. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to the product not being returned. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. The DHR was reviewed and there are no nonconformance's found. This is the only complaint in regards to the screw fracturing for sp-st-6704 lot 355910. For this part (sp-st-6704) and the previous one year (from the notification date) regarding the fracturing of this screw, (B)(4), which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. If any further information is found which would change or alter and conclusion or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
This follow-up report is being submitted to relay additional information.